Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed: the emergency light part of the front panel lights up due to an internal failure of the emergency light. Additionally, the light guide connector was worn out. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus that while using the light source, the emergency lights were on. The intended diagnostic procedure was completed. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following field: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over four (4) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely the emergency lamp on the front panel lit up due to an internal failure of the emergency lamp. Olympus will continue to monitor field performance for this device.